Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s system was removed because the leads had migrated, and it was no longer effective. The patient was also having lumbar surgery. These issues were discovered probably 2.5 years prior to the report. There were no further complications reported or anticipated.